Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated she had MRI and in the insulin pump was inside the room and got motor error alarm and motor position encoder error alarm. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm was not verified in alarm history due to history file was overwritten. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).